Event description:
Procedure type: spinal surgery - fusion. According to the reporter: during routine post-op screening, it was reported that there was a screw / rod disassociation at s1/l5 bilaterally. The implants were removed during a revision surgery and replaced with new implants.

Manufacturer narrative:
An investigation was completed on product currently in x-spine inventory and were found to be acceptable to the product specifications. Quality assurance reviewed the relevant test data for potential failures and determined that the products are within the design specification. A definitive cause cannot be determined at this time. Care must be taken to ensure that all screw cups are tightened and assembled correctly. Loosening of the construct is listed as a possible adverse outcome in the instructions for use (IFU) supplied with each device.